Event description:
It was reported that the patient might have a possible infection at the ipg pocket. Symptoms of redness, skin irritation and inadequate pain relief were noted. The patient had second round of antibiotics and needing an MRI to determine if it is in fact an infection.